Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to a relay nbs custom device. The relay nbs custom device is not marketed in the u.s, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4))."

Event description:
"Device was implanted on (B)(6) 2015. Dr (B)(6) was very pleased and happy with the way the device deployed and behaved, everything went well on the friday and the patient appeared well. The patient continued to appear to be well and recovering over the weekend but on the monday morning (B)(6) 2015 he became very unwell, and on investigation a retrograde type a dissection was discovered and unfortunately before further action could be taken the patient died." Patient outcome: "unfortunately, the patient did not recover and died (B)(6) 2015."